Event description:
It was reported that several inappropriate therapies were delivered for non-ventricular rhythm. Patient also had a few episodes of vt treated with atp and an episode of vf. The vt/vf episodes were most likely r/t the ischemic demand of the afib with rvr. Resolved by administering amiodarone to patient prior to discharge from hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.